Event description:
During follow up, an abrupt decrease of the battery voltage of the device involved in this MDR report was observed; although the elective replacement indicator was not reached, the device has been explanted.